Event description:
It was reported during implant dft testing after the patient was induced, a nurse applied external defibrillator for reasons unknown. The device went to reset mode afterwards. The device software was downloaded and reprogrammed successfully.